Event description:
During priming for the ivtm therapy, the thermogard xp ivtm system (sn (B)(6) shut down with a continuous beep and a grinding noise. The thermogard system powered off and could not be used. The customer used another thermogard system to continue the treatment. No consequences or impacts on the patient.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn (B)(6) for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Manufacturer narrative:
The thermogard xp ivtm system involved in the reported complaint will not be returned for evaluation. The customer declined service repair, and the system will be scrapped.